Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down unexpectedly. Upon the pump being turned back on, it was reported that a malfunction alarm occurred multiple times. Customer's blood glucose level ranged from 250 mg/dl to 278 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.